Event description:
Reported by the complainant as follows: patient had extensive coccyx ulcer prior to fms insertion. Patient was transferred to a different area of the facility. Post fms insertion there was a gi bleed as well as necrotic areas in colon and rectum; nurse stated that unknown whether device was responsible for this or not as patient is highly compromised and is very sick and debilitated. Patient is diabetic and wounds are not healing; was in a state of low perfusion for lengthy period of time; had multiple arrests. Unsure what other devices may have been used prior to fms (ie. Rectal tubes, etc). It was reported by the nurse that they are unsure if aes are caused by fms, or due to patient's condition.